Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting an error 1 message. Per the onetouch ultralink user guide the error 1 message prompts when there is an issue with the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started at midnight on (B)(6) 2012. The patient reportedly manages her diabetes with insulin pump therapy and denied making any changes to her normal diabetes management as a result of the alleged issue starting. The patient claimed that prior to the alleged issue starting she had a sugary taste in her mouth and a headache. The patient mentioned that she treated herself on (B)(6) 2012 at midnight and at 7 a.m. With 25 units of humalog. The cca documented that the subject meter had been used less than 3 years by the patient. The alleged error 1 message was not resolved with training and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient began prior to the alleged issue starting. However, this complaint is being reported because the alleged error 1 message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a defectiv eeprom u6.test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.